Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. No sample was returned for evaluation. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
On (B)(6) 2012, a sterile packed dhs plate, 02.224.228s was used in a procedure. The outer package label indicated that the plate was 135 deg 8 hole plate, however, when the external packaging was removed and the plastic sterile packaging was inspected it was noted that this label indicated that it was a lcp dhs plate 150, 8 holes, length 38/156 mm, stainless steel, sterile ¿ 02.224.288s. The product was removed from its sterile packaging and the angulation was manually measured and it was a 135 deg 8 hole dhs plate as indicated on the outer packaging. This report is 1 of 1 for complaint (B)(4).